Manufacturer narrative:
The patient reports no recollection of any falls or other events leading up to reduced therapy. The original system utilized untined leads that were sutured into place, however there is reported to be minimal tissue present at the implant site to support the components. The new system utilizes tined leads to provide increased stability. Migration is a known inherent risk of implantable neuromodulation devices and lack of supportive tissue may have contributed to that risk.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat back pain. On (B)(6) 2025 a representative of the firm was notified that the patient was being scheduled for surgical intervention. The patient had been reprogrammed several times and continued to report inadequate therapy. Xray imaging had been performed by the medical clinic and the physician noted lead migration. A revision was performed on (B)(6) 2025 to remove the migrated system and place a new one at the intended nerve target.